Event description:
Customer claims sst tube broke when cap was being removed. Index of left hand was cut. Patient was deemed very low risk. No meds were prescribed or given. No other related complaints on this lot. One hundred samples returned for evaluation. Visual examination confirms one (1) tube was broken. Samples tested for wall and glaze dimensions. All were within - acceptance range.